Event description:
During rapid response code, lead wires from defibrillator/external AED not working. If moved a certain way, the device would pick up a pattern. Pads were used to see a rhythm. The malfunctioning leads were replaced the with a new set. The new set worked properly. No harm to patient.